Event description:
During an rf denervation procedure with a 10 cm spine prob, the display came "warning 06" and the doctor canceled the case.

Manufacturer narrative:
H10: the evaluation of the device showed that it was a bad connection within the wires.